Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. The customer states received new battery cap but it still did not fix the blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.